Manufacturer narrative:
Device evaluated by MFR.: the returned watchman access system was analyzed, and the event of sheath kink was confirmed. Analysis consisted of visual and microscopic examination of the hub, sheath, and tip of the watchman access system, which revealed a kink in the sheath from 16.25cm-16.5cm proximal of the tip. The dilator was kinked in the same location. The observed damage was attributed to procedural factors, such as forces put upon the device during insertion, advancing, and manipulation, as the most likely cause of the damage.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman closure device and delivery system (wds) were inserted. The wds was deployed and partially recaptured when a kink in the was sheath was observed. The procedure was successfully completed with the use of these devices.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman closure device and delivery system (wds) were inserted. The wds was deployed and partially recaptured when a kink in the was sheath was observed. The procedure was successfully completed with the use of these devices.